Event description:
Info received indicates the steer caster swivels around when the brake is set.

Manufacturer narrative:
The tech isolated the issue to a bad steer caster. The tech replaced the steer caster to repair the bed.